Event description:
Customer reported the system displayed an error and quit working. No pt injury was reported.

Manufacturer narrative:
Customer will monitor system for more failures. Customer reports system is working. No ge eval was performed.